Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery." This condition had the potential to interrupt delivery. This condition occurred upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.